Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube and battery cap contact. Analysis was unable to verify battery out limit, failed battery test alarms or button keypad anomalies due to blank display. The insulin pump was received with cracked case at display window corners and battery tube threads, scratched lcd window. No belt clip assembly received with the insulin pump. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had failed battery test alarm and keypad anomaly. The blood glucose at the time of the incident was 301 mg/dl. Troubleshooting was not performed. The device was returned for analysis.